Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had some cardiac issues and the patient was rechecked on (B)(6)-2014 and it looked like the incision hadn¿t really healed and they had some bloody drainage on their bandage. It was noted the reporter did not believe the patient was on antibiotics at the time of report. Reportedly, the device worked its way out or just didn¿t healwell in that spot but in the meantime the patient had some cardiac issue come up that were pretty extensive. Therefore, the physician decided the best course for the patient would be to take the device out.

Event description:
It was reported the patient¿s device came out of the pocket site and was exposed. It was stated there was wound disruption and the device was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0aqlc, implanted: (B)(6) 2013, product type: lead. (B)(4).